Event description:
It was reported that at a follow-up appointment, an alert for high, out-of-range shock impedance measurements (140-150 ohms) was noted from this subcutaneous implantable cardiac defibrillator (s-ICD) system. A further device data review revealed episodes of inappropriate shock therapy due to low r-wave amplitude measurements and over-sensed noise. Provocative maneuvers were performed which confirmed the noise was reproducible with patient movement. Boston scientific technical services was contacted and recommended a complete system replacement due to reproducible artifacts. It was also discussed that the noise present showed evidence of sense node b over-sensing, as well as artifacts similar to those due to mechanical impairment. The s-ICD system was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. This electrode has been received.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body approximately 25 mm from the terminal pin. Additionally, a crack in the polycin vorite notch was observed next to the proximal electrode cable, which extended into the insulation. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas approximately 50 mm from the terminal end. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture. X-ray imaging also confirmed the presence of a high voltage cable fracture 70 mm from the terminal pin. This cable break is consistent with a ductile fracture.

Event description:
It was reported that at a follow-up appointment, an alert for high, out-of-range shock impedance measurements (140-150 ohms) was noted from this subcutaneous implantable cardiac defibrillator (s-ICD) system. A further device data review revealed episodes of inappropriate shock therapy due to low r-wave amplitude measurements and over-sensed noise. Provocative maneuvers were performed which confirmed the noise was reproducible with patient movement. Boston scientific technical services was contacted and recommended a complete system replacement due to reproducible artifacts. It was also discussed that the noise present showed evidence of sense node b over-sensing, as well as artifacts similar to those due to mechanical impairment. The s-ICD system was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The explanted s-ICD system is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that at a follow-up appointment, an alert for high, out-of-range shock impedance measurements (140-150 ohms) was noted from this subcutaneous implantable cardiac defibrillator (s-ICD) system. A further device data review revealed episodes of inappropriate shock therapy due to low r-wave amplitude measurements and over-sensed noise. Provocative maneuvers were performed which confirmed the noise was reproducible with patient movement. Boston scientific technical services was contacted and recommended a complete system replacement due to reproducible artifacts. It was also discussed that the noise present showed evidence of sense node b over-sensing, as well as artifacts similar to those due to mechanical impairment. The s-ICD system was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The explanted s-ICD system is expected to be returned for analysis, but has not yet been received.